Manufacturer narrative:
The calibration trace had frequent alarms. On 09-oct-2021, the field service engineer noted a sample needle issue. He repaired this part and the issue was resolved. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. A general reagent or instrument problem could not be identified.

Event description:
There was a complaint of a questionable alb2 albumin gen.2 result for 1 patient tested on a cobas 8000 c502 module. The questionable result was not reported outside of the laboratory. The same tube was used for the repeat test. The repeat test was performed within 120 minutes after the initial test. The initial result was 89 g/l. The repeat result was 46 g/l. The reagent lot number is 572251, with an expiration date of 31-may-2023.